Manufacturer narrative:
(B)(4). The endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer or loaner inventory as applicable. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported up/ down angulation broken involving pentax medical video colonoscope, model ec34-i10l, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported up/ down angulation broken involving pentax medical video nasolaryngoscope, model vnl9-cp, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting type of investigation: 10 testing of actual/suspected device the endoscope was received by pentax medical for evaluation on 07-feb-2022. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint and documented the following inspection findings: u/d knob: broken, scope leak test function: dry leak test pass, scope leak test function: wet leak test pass. Once the device is repaired it will be returned to the customer or loaner inventory as applicable. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operating knob was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the u/d knob. Correction information g6: follow up #1 h2: type of follow up. H6: coding changed based on the investigation result. Additional information h4: device manufacture date.